Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the device had migrated through her cervical wall / perforation (uterus)") in a 39-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included snoring, carpal tunnel syndrome, numbness of upper extremities, chest pain, costochondritis, muscle spasm, bipolar disorder, obesity, cough, post-traumatic stress disorder and lumbar pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced pelvic pain ("significant pelvic pain") and abdominal pain lower ("lower left quadrant pain"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain lower, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. One trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the device had migrated through her cervical wall in (B)(6) 2012 underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "vaginal infection, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain", reporter, lot number added from pfs. Concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the device had migrated through her cervical wall / perforation (uterus)") in a 39-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included snoring, carpal tunnel syndrome, numbness of upper extremities, chest pain, costochondritis, muscle spasm, bipolar disorder, obesity, cough, post-traumatic stress disorder and lumbar pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced pelvic pain ("significant pelvic pain") and abdominal pain lower ("lower left quadrant pain"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 9-sep-2015. At the time of the report, the uterine perforation, abdominal pain lower, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. One trailing coil was noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the device had migrated through her cervical wall in dec-2012 underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the device had migrated through her cervical wall") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 11 months after insertion of essure, the patient experienced pelvic pain ("significant pelvic pain") and abdominal pain lower ("lower left quadrant pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency hysterectomy which resulted in the removal of the essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the device had migrated through her cervical wall incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.